Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device could not be used normally. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined. No anomalies were found with the components. The cuff component was functionally leak tested and passed all examinations. Based on the information available and analysis results, the reported clinical observation cannot be confirmed. The cause that could have contributed to the device performance allegation cannot be established.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device could not be used normally. No patient complications were reported.